Manufacturer narrative:
The pump was received with the end cap broken off, a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a missing end cap sticker. The pump passed the displacement test however, they were unable to perform the rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test due to the broken end cap. (B)(4).

Event description:
The customer's mother reported via phone call that the pump was separating on the bottom and becoming unattached. Caller stated that insulin was coming out. Customer's blood glucose has been high and was 377 mg/dl at the time of the incident. Customer's mother stated that the plastic circle sticks out and that she noticed that the drive support cap came loose. Customer's mother reported that there was a gap between the cap and the piston. When she would complete the manual prime, insulin would squirt out instead of giving drops. Caller noticed the damage weeks ago and the customer had a high blood sugar. Customer did not fall or bump the pump. Caller was advised that the pump will need to be replaced. Caller was also advised to discontinue use of the pump and revert to a back-up plan.